Manufacturer narrative:
During testing, the tubing separated from the arm of the prepierced reseal y-site. This was due to incomplete insertion of the tubing into the y-site arm after solvent application. Mfg personnel at the mfg facility were informed of the correct solvent application method during the mfg process. The event that is being reported was noted during verification testing. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
During verification testing at the mfg facility, the tubing was separated from the pre-pierced reseal assembly.